Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had distorted screen and partial display. Customer reported that frozen display was not recurred after installing a new battery and monitoring insulin pump for 2 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments, partial display or distorted display noted. Device received with scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap does lock properly. (B)(4).